Manufacturer narrative:
(B)(4). Tip breakage. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a jagwire was used during an esophageal dilatation procedure performed on an unk date. According to the complainant, the flexible (soft) tip jagwire peeled off easily while jagwire was negotiating through an esophageal stent. It is unk if any fragments of the jagwire fell into the pt. The procedure was completed with an unk device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.